Event description:
Customer alleged that the left motor brake will not engage. No injury alleged.

Manufacturer narrative:
(B)(4) 2012. No RMA has been initiated for this issue. However, a quote for the RMA has been provided qt (B)(4). Model tdxsp-mcg, serial number/date code (B)(4) is approximately (B)(4) old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left motor brake allegedly will not engage. A quote has been issued for the replacement part and the damaged left motor will be returned to invacare for an inspection and evaluation. No injury alleged.